Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent osteotomy on (B)(6) 2019 and suture was used. It was found that the needle tip had been broken when holding the needle by needle-holder. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mpz884 number, and no non-conformances were identified.